Manufacturer narrative:
H10, h6: the reported device, used in treatment, was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A review of the device records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was an isolated issue. A review of risk management files found that the reported failure was documented appropriately. The instructions for use were reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A review of the suture material found that the storage specifications are documented and a material certificate is required with each lot. A relationship, if any, between the subject device and the reported event could not be determined. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.

Manufacturer narrative:
Internal complaint reference (B)(4). H10: h3, h6: the reported device was received for evaluation. There was no relationship found between the device and the reported event. A visual inspection revealed the device was returned outside of original packaging. The anchors and suture were not returned with the device. The actuator tip was in the t2 pre-deployment position. No physical damage visible to the device. A functional evaluation revealed the actuator tip and deployment knob function as intended. Based on the condition of the product material found during visual inspection, no fracture of the implant could be confirmed. Additional material testing is not required. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. A review of the suture material drawing/specifications found that a certification is required with each lot. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The complaint was not confirmed and the root cause could not be determined since the reported malfunction could not be duplicated during the product evaluation process. Factor that may have contributed to the reported event is breakage of the suture if there is damage caused by sharp instruments. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a meniscus repair procedure, at the time of taking the first shot, the fast-fix did not work and generated a lot of resistance. An attempt was made with more force until the first implant (t1), but when the needle was removed to perform the second shot, it was evident that the suture was cut. The needle was removed and it was noted that the suture was cut with the passage of the first implant (t1). Backup device was available to complete the procedure. No significant delay and no patient complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.